Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the complaint device was received and the following defects were identified: functional : poor image quality and visual : scratched/nicked. Per service reports, this complaint was confirmed. Based on service manual operational and diagnostic, the device was found to be non-repairable, and it was scrapped based on the investigation findings, the potential root cause is traced to faulty parts from wear. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during service and evaluation, it was determined that the 4k c-mnt scp,4.0,30,167 scope device had poor imagine quality. It was noted in the service order that the device was was observed to be cracked during surgery. Video of the procedure was reviewed, and there was no collision or anything similar noted. The device was used as is, and the surgery was completed successfully. There was no surgical delay and no harm to the patient. All available information has been disclosed.